Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event weight information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away on (B)(6) 2019. No further information is known at this time.

Manufacturer narrative:
Re-written to correctly document event.

Event description:
Further review showed that although this event is a reportable event, it was reported under related manufacturer reference number 3006705815-2019-04712.